Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2001: the patient underwent unknown neck surgery. (B)(6) 2003: the patient presented with preoperative diagnosis of status post previous fusion c5-6 and c6-7; pseudoarthrosis c6-7. The patient underwent c6-7 anterior interbody fusion; c6-7 re-do discectomy and cure of pseudoarthrosis, removal of allograft bone and re-do compression; instrumentation from c6-c7 using atlantis vision; exploraiton of fusion c5 to c6; removal of hardware from c5 to c7; use do allograft tricortical iliac crest bone for interbody fusion at c6-c7, supplemented with 1cc of osteofill; use of c-arm for spinal instrumentation. As per pre op notes, when the plate is all visualized, the screws are removed and the plate is removed with out any difficulty. Doctor used a 25mm atlantis vision in surgery. No patient complications were reported. (B)(6) 2003 to (B)(6) 2003: the patient presented for follow up of her cervical discectomy and fusion. Impression: status post pseudarthrosis repair; cervicothoracic facet degeneration. (B)(6) 2003: the patient presented for follow up of her pseudarthrosis repair. Patient still have an occasional cramping and twitching in her upper extremity. (B)(6) 2003: the patient presented with follow up of her neck fusion. Impression: polyarthralgia. (B)(6) 2003: the patient presented with multiple joint pains. Impression: possible inflammatory arthritis versus connective tissue d isease with rosacea,photosensitivity, and arthralgias; trochanteric bursitis and de quervain's tenosynovitis; cervical radiculopathy and low back pain; fibromyalgia. (B)(6) 2003: the patient presented with problems of tingling of feet on and off, sensitivity to sunshine, occasional dry eyes and dry mouth. Medications: prednisone 20 mg p.o. Q.a.m., calcium 600 mg with vitamin d 400 iu t.i.d., neurontin, clonazepam, lexapro, percocet 7.5 mg t.i.d., relpax, multivitamins, vitamin c, aspirin two tablets q.d. (B)(6) 2004: the patient presented for follow up of her cervical fusion. Impression: mild graft resorption c6-c7. X-rays of the cervical spine reveal good position of the hardware and what looks like a solid fusion in the posterior aspect of the graft. There has been some resorption of the anterior portion of the graft. There are no lucencies around the screws. (B)(6) 2004: the patient underwent spiral high resolution CT cervical spine. Impression; fusion at c5-6 with patent canal and foramina; anterior cervical discectomy and fusion hardware at c6-7 with uncovertebral joint hypertrophy asymmetrically towards the left causing mild to moderate foraminal narrowing on the left. The central canal appears patient to minimally narrow without disc extrusion. (B)(6) 2004: the patient presented for follow up of her cervical fusion with probable pseudarthrosis. CT scan reveals that there is evidence for pseudarthrosis at c6-c7. The superior portion of the graft was healed. There is a cleft through the fusion inferiorly. Impression: pseudarthrosis c6-c7. (B)(6) 2004: the patient underwent a fluoroscopic spot image which shows that there has been a fusion and surgical plate placed at level of c6 through c7.there appears to be interval widening of the interspace between c6 andc7 as well. 01-jun-2004: the patient underwent x-ray for chest. Impression: no evidence of active disease in chest. (B)(6) 2004: the patient presented for final evaluation before surgery. Impression: cervical pseudarthrosis; continued neck pain and head aches. (B)(6) 2004 : the patient is presented with preoperative diagnosis of cervical pseudarthrosis c6-c7, chronic neck pain. The patient underwent re-do anterior discectomy and resection of pseudarthrosis at c6-7; anterior interbody fusion c6-7; anterior instrumentation c6-7 using atlantis vision; application of interbody peek cage at c6-7; use of infuse technology to pack the interbody graft and also applied around the cage; interbody fusion; removal of previous plate at c6-7. As per op notes, after cervical spine was exposed at the level of plate the plate is removed with appropriate instruments. Doctor then repositioned all of the retractors and packed the cage with infuse soaked sponge. The cage is impacted into position with great stability. Doctor filled previous holes with infuse soaked sponges. No patient complications were reported. (B)(6) 2004 to (B)(6) 2004: the patient presented for follow up of her anterior cervical discectomy and fusion of c6-c7. X-rays of the cervical spine reveal good position of the hardware. The cage is well positioned and there is early bone formation between the cage and the plate. There is no lucency around screws. (B)(6) 2004: the patient presented for follow up visit. Patient is using a cervical collar which is becoming constant in nature. Medications: duragesic patch increased to 75 mcg, oxycodone 5mg. (B)(6) 2004 : the patient presented for follow up visit. Impression: persistent cervicalpain, s/p cervical fusion, depression. Medication: duragesic 75 mcg/hour, oxycodone 10 mg. (B)(6) 2004: the patient presented for follow up of her pseudarthrosis repair. The x-rays reveal bone formation with in cage. There is no lucency around the screws. (B)(6) 2004: the patient presented for follow up of her pseudarthrosis repair. The x-rays reveal that there is no lucency around the hardware or cage. There seems to be maturing bone in the cage itself. There is no evidence for growing bone posterior to the cage. Impression: early signs of possible myelopathy; probable ulnar nerve entrapment at elbows worse on the right. (B)(6) 2004 : the patient presented for follow up visit. Impression: persistent cervical pain; cervical radiculopathy. (B)(6) 2004: the patient underwent MRI brain with and without contrast. Impression: unremarkable MRI of the brain without and with intravenous contrast. (B)(6) 2004 : the patient underwent MRI cervical spine with and without contrast. Impression: mild to moderate central canal stenosis due to degenerative changes at c4-5, c5-6 and c6-c7 levels; minimal abnormal signal intensity within the cervical cord at c5-c6 level is most likely due to metallic artifacts. Cord edema due to myelopathy is less likely but cannot be entirely excluded; no evidence of abnormal enchancing lesion within the cord to suggest demyelinating disorder. (B)(6) 2004: the patient is presented for follow up of her possible cervical myelopathy. Impression: polyarthralgias; no significant spinal cord compression. Radiographs: MRI of the brain is within normal limits; the MRI of the cervical spine reveals no significant stenosis. There is no evidence for spinal cord lesion although there is some artifact on the t2 weighted images. Impression: polyarthralgias; no significant spinal cord compression. (B)(6) 2004 : the patient presented for follow up visit. Patient is suffering from cervical pain, cervical radiculopathy. Medications: duragesis 75 mcg, oxycodone 30 mg. She continues to have persistent numbness and tingling in both upper extremities. Impression: persistent cervical pain, cervical radiculopathy. (B)(6) 2004: the patient underwent x-rays of left hand. There are osteophytes consistent with degenerative changes involving the distal interphalangeal joint in index finger. (B)(6) 2004: the patient underwent x-rays of right hand. There are osteophytes consistent with degenerative changes involving the distal interphalangeal joint of the index finger. (B)(6) 2004: the patient presented for follow up of her cervical fusion. X-rays of the cervical spine reveal progression of the interbody bone shadow. Impression: status post cervical fusion; polyarthralgia. (B)(6) 2005: the patient presented for follow up visit. The x-rays of the cervical spine reveal good bone formation within cage. The hardware is intact and no lucency is visualized. Impression: healing cervical fusion, bilateral carpal tunnel syndrome; improved hyper reflexia. 18-mar-2005: the patient presented with bilateral hand pain and numbness. Assessment: severe carpal tunnel syndrome. (B)(6) 2005: the patient underwent endoscopic carpal tunnel release of the left wrist. (B)(6) 2005: the patient presented for follow up visit. No patient complications were reported. (B)(6) 2005: the patient presented with neck pain, cervical radiculopathy, and cervical spinal stenosis. Patient complains of increa sed level of pain. Medication: duragesic 50 mcg. (B)(6) 2005: the patient presented with neck pain, cervical radiculopathy, and cervical spinal stenosis. Patient complains of increa sed level of pain over the neck. Medication: duragesic 50 mcg. (B)(6) 2005 : the patient presented for follow up visit. Impression: cervical pain; cervical degenerative joint disease. Neck examination shows severe spasm and tenderness in the paraspinal region with painful movements in all planes and severe spasm of the cervical paraspinal muscles. The patient underwent right c4 facet median nerve injection; right c5 facet median nerve injection; right c6 facet median nerve injection; right c7 facet median nerve injection; fluoroscopy. (B)(6) 2005: the patient presented with cervical pain, cervical degenerative joint disease. The patient underwent left c4 facet median nerve injection; left c5 facet median nerve injection; left c6 facet median nerve injection; left c7 facet median nerve injection; fluoroscopy. (B)(6) 2005 : the patient presented with cervical myofascial syndrome, cervical degenerative joint disease. Neck examinations shoes severe spasm of the cervical paraspinal muscles, trapezius, rhomboids and subcapitis. Movements are restricted in all planes. Impression: cervical pain, cervical myofascial pain syndroen, cervicogenic headaches. (B)(6) 2006: the patient presented with follow-up of her cervical fusion. Radiographs reveal that the fusion is solid; hardware is intact, slight degeneration of the c4-c5 disk. Impression: cervical disc disease c4-5. (B)(6) 2006: the patient presented with cervical pain, cervical spinal stenoisis, and cervical spondylosis. Impression: cervical pain, cervical radiculitis, situational depression. (B)(6) 2006 to (B)(6) 2006: the patient underwent endoscopic carpal tunnel release of the right wrist. (B)(6) 2006: the patient presented with cervicalgia, cervical radiculopathy, and post laminectomy syndrome of the cervical spine. Pa tient is doing well. (B)(6) 2006: the patient presented with cervical radiculitis. Medications: durgesic 25 mcg. (B)(6) 2006: the patient presented with cervical radiculitis, status post cervical fusion. Medication: duragesic 25 mcg not controlling her symptoms so dose increased to 50mcg. 06-nov-2006: the patient presented with cervical pain, cervical degenerative joint disease. Medications: duragesic 25 mcg per hour. 07-sep-2007: the patient presented with neck pain, cervical radiculopathy, spinal stenoisis, and status post cervical fusion. Medica tions: duragesis patches 50 mcg every 72 hours, soma 350 mg. (B)(6) 2010: the patient presented for follow up visit. (B)(6) 2010: the patient presented with recheck of back pain, thoracic, acute including upper back pain and mid back pain. Assessment: thoracic spine pain, disc displ/hnp w/o myelopathy, thoracic, radiculis, thoracic/lumbar/lumbosacral, cervical pain, arthrodesis status, spinal steno/int for narrowing, cervical, degen, disease spine. 14-jun-2010: the patient presented with recheck of back pain, thoracic, acute including upper back pain and mid back pain. Assessment: thoracic spine pain, disc displ/hnp w/o myelopathy, thoracic, cervical pain, arthrodesis status. 14-sep-2010: the patient presented for follow up visit. Assessment: cervical pain. 11-aug-2010: the patient presented with recheck of back pain, thoracic, acute including upper back pain and mid back pain. Assessments: cervical pain, thoracic spine pain, arthrodesis status. 08-sep-2010: the patient presented with recheck of back pain, thoracic, acute including upper back pain and mid back pain. Assessment: cervical pain, arthrodesis status, thoracic spine paine, radiculits, thoracic/ lumar/ lumbosacral. (B)(6) 2010: the patient presented with recheck of back pain, thoracic, acute including upper back pain and mid back pain. Assessment: cervical pain, thoracic spine pain, radiculits, thoracic /lumbar /lumbosacral. (B)(6)2010: the patient presented with recheck of back pain, thoracic, acute including upper back pain and mid back pain. Assessment: thoracic spine pain, radiculits, thoracic/lumbar/lumbosacral, disc displ./hnp w/o myelopathy, thoracic. (B)(6) 2010: the patient presented with recheck of back pain, thoracic, acute including upper back pain and mid back pain. Assessement: radiculits, thoracic/lumbar/lumbosacral, disc displ./hnp w/o myelopathy, thoracic. (B)(6) 2010: the patient presented with recheck of back pain, thoracic, acute including upper back pain and mid back pain. Assessment: thoracic spine pain, radiculits, thoracic/lumbar/lumbosacral, disc displ./hnp w/o myelopathy, thoracic. 29-dec-2010: the patient presented with follow up visit. The patient feels well with minor complaints. The patient complaints of upper back pain and mid back pain. Assessment: thoracic spine pain, radiculitis, thoracic/ lumbar/ lumbosacral. (B)(6) 2010: the patient presented with recheck of back pain, thoracic, acute including upper back pain and mid back pain. Assessment: disc displ/hnp w/o myelpathy. (B)(6) 2011: the patient presented for office visit. Assessment: disc displ/hnp w/o myelpathy. (B)(6) 2011 to (B)(6) 2011: the patient presented with recheck of back pain, thoracic, acute including upper back pain and mid back pain. Assessment: thoracic spine pain, radiculitis, thoracic/ lumbar/ lumbosacral. (B)(6) 2011 to (B)(6) 2011: the patient presented with recheck of back pain, thoracic, acute including upper back pain and mid back pain. The patient underwentcervical/thoracic transforaminal esi and epidurography. Assessment: thoracis spine pain, radiculitis, thoraci/ lumbar/ lumbosacral. (B)(6) 2011: the patient presented with recheck of back pain, thoracic, acute including upper back pain and mid back pain. The patient underwent cervical/thoracic transforaminal esi and epidurography. Assessment: radiculitis, thoraci/ lumbar/ lumbosacral. Patient is suffering from radicular pain and pain in specific nerve root pattern. (B)(6) 2011: the patient presented for office visit. Assessment: radiculitis, thoraci/ lumbar/ lumbosacral. (B)(6) 2011: the patient presented with recheck of back pain, thoracic, acute including upper back pain and mid back pain. Assessment: thoracic spine pain. 18-jul-2011: the patient presented for office visit. Assessment: radiculitis, thoraci/lumbar/lumbosacral. (B)(6) 2011 to (B)(6) 2011: the patient presented with recheck of back pain, thoracic, acute, including upper back pain and mid back pain. Medications: soma 350 mg, fenta nyl 25 mcg/hr, fentanyl 12 mcg/hr. (B)(6) 2011: the patient underwent MRI for thoracic spine. Impression: normal alignment of the thoracic vertebral bodies with normal height and no significant abnormal marrow signal intensity to suggest an infiltrative marrow process. Small disc bulges as described. (B)(6) 2011: the patient underwent MRI for lumbar spine. Impression: minor degenerative changes. There is evidence of degenerative disc disease with a disc bulge at t12-l1. Also minor broad based disc bulges in the lower lumbar spine at l4-l5. There is minimal encroachment of the neural foramen at this level. (B)(6) 2011: the patient presented for recheck of back pain, thoracic, acute including upper back pain and mid back pain. Assessment: thoracic spine pain; radiculits, thoracic/lumbar/lumbosacral-thoracic. (B)(6) 2011: the patient underwent MRI for lumbar spine. Impression: degenerative disc disease, no evidence of spinal stenosis. (B)(6) 2011: the patient presented for recheck of back pain, thoracic, acute including upper back pain and mid back pain. Assessment: arthrodesis status, radiculitis, thoracic/lumbar/lumbosacacral-thoracic; thoracic spine pain. (B)(6) 2011: the patient presented for recheck of back pain, thoracic, acute including upper back pain and mid back pain. Assessment: lumbago. (B)(6) 2011: the patient presented for recheck of back pain, thoracic, acute including upper back pain and mid back pain. Assessment: arthrodesis status, cervical pain. (B)(6) 2011: the patient presented for follow up visit. Assessment: arthrodesis status, radiculitis, thoracic/lumbar/lumbosacacral-thoracic. (B)(6) 2011: the patient presented for recheck of lower back pain. The onset of the lower back pain has been sudden and has been occurring in persistent pattern for weeks. Assessment: cervical pain, arthrodesis status, thoracic spine pain. Patient underwent csi/test for cervical/thoracic and epidurography. 27-dec-2011: the patient underwent x-ray of the t-spine and lumbar spine which revealed ddd, spondylosis, no evidence of acute bony pathology. X-ray of the l-spine revealed no evidence of acute bony pathology. (B)(6) 2011 to (B)(6) 2012: the patient was presented with mid back pain. Medication: alprazolam 1mg, carisoprodol 350 mg, ecotrin 325 mg, gabapentin 400 mg, lipitor 40 mg , pristiq 50 mg, tylenol caplet 500 mg. Assessment: thoracic spondylosis without myleopathy; degeneration of thoracic or thoracolumbar intervertebral disc; myalgia and myositis unspecified; carpal tunnel syndrome. 18-jan-2012: the patient underwent emg/ncv study. Impression: no evidence of cervical radiculopathy given normal needle emg findings. (B)(6) 2012: the patient presented with mid back pain. Patient reported to having pain in right side of neck and thoracic region. Im roradol injection performed to the right buttocks region at 60 mg. Assessment: thoracic spondylosis without myleopathy; degeneration of thoracic or thoracolumbar intervertebral disc; myalgia and myositis unspecified; carpal tunnel syndrome. Medication: carisoprodol 350 mg was added to medication. 31-jan-2012: the patient presented with mid back pain, thoracic facets t9-l1.the patient underwent thoracic facet injection with 80 mg depomedrol performed safely under floroscopy at bilateral t9-10, t11-12, and t12-l1 levels. No change in assessment and medications. 07-feb-2012: the patient presented with mid back pain, thoracic facets t9-l1. The patient underwent thoracic facet injection with 80 mg depomedrol performed safely under floroscopy at bilateral t9-10, t11-12, and t12-l1 levels. No change in assessment and medications. (B)(6) 2012: the patient presented with mid back pain, thoracic facets t9-l1. The patient underwent thoracic facet injection with 80 mg depomedrol performed safely under floroscopy at bilateral t9-10, t11-12, and t12-l1 levels. No change in assessment and medications. (B)(6) 2012 to (B)(6) 2012: the patient presented with mid back pain, physical therapy. No change in assessment and medications. (B)(6) 2012: the patient presented with mid back pain. Patient reports that she is now taking trazodone and edluar. No change in assessment and medications. (B)(6) 2012: the patient presented with mid back pain, tens unit. No change in assessment and medications. (B)(6) 2012: the patient presented with mid back pain. Edluar 10 mg, flector patch 1.3% topical film were added to medications. No change in assessment. (B)(6) 2012: the patient underwent bd dexa density axial. Impression: the patient's bone mineral density is osteopenic and the patient has moderate risk for developing fractures. (B)(6) 2012 to (B)(6)2012: the patient presented with mid back pain. Edluar 10 mg, flector patch 1.3% topical film were added to medications. No change in assessment. 15-apr-2013: the patient presented with mid back pain. The patient has increased her cymbalta to 120 mg. No change in assessment and medications. 16-apr-2013: the patient presented with mid back pain, thoracic facets t9-t12. The patient underwent thoracic facet injections with 80 mg depomedrol performed safely under fluoroscopy at the bilateral t9-10, t10-11, and t11-12 levels. No change in assessment and medications. (B)(6) 2013: the patient presented with mid back pain, thoracic facetst9-t12#2. The patient underwent thoracic facet injections with 80 mg depomedrol performed safely under fluoroscopy at the bilateral t9-10, t10-11, and t11-12 levels. No change in assessment and medications. (B)(6) 2013: the patient presented with mid back pain, thoracic facets t9-t12#3. The patient underwent thoracic facet injections with 80 mg depomedrol performed safely under fluoroscopy at the bilateral t9-10, t10-11, and t11-12 levels. No change in assessment and medications.

Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.